Event description:
During an atrial ablation (radio frequency) procedure/pacing study, the pt became hypotensive and resuscitative measures were instituted. The pt was taken to the operating room for emergent surgery. The surgeon documented findings of perforation of the innominate vein/right atrial appendage and evidence of a right hemothorax. The pt went to the pediatric intensive care unit after surgery and subsequently died.